Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the battery door was cracked and the battery compartment had contamination. The customer stated problem was not duplicated. No faults found with the pump, tested out with no issues. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis hpca pumps exhibited calibration issue. No adverse effects reported.